Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Device received with cracked retainer, minor scratched display window, missing serial number label, stained keypad overlay, cracked battery tube threads, cracked case at battery tube side and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 500 mg/dl at the time of the incident. Customer stated that, she tried different batteries and the pump will not turn on. Customer will put in brand new battery and the screen stays black. Customer treated high blood glucose with injections. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.